Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen contained incorrect text that overlapped the correct text. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the customer restarted the pump to address the issue.